Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7582371.

Event description:
It was reported one of patient's s2 drg leads had migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.